Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient's stimulator device has been revised many times, and the patient was having a lot of problems including being sad and upset. It was noted the patient had an appointment with their doctor about 2-3 weeks prior to the report but when they got to the doctor's office it was closed and locked up.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.